Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that st segment elevation, air embolism, complete atrioventricular (av) block, and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted transseptal, and a pigtail catheter was introduced into the left atrium. Air was believed to have been seen while introducing the pigtail catheter, and the patient subsequently experienced st segment elevation and complete av block. Chest compressions were performed, two dosages of epinephrine were given, and the patient stabilized. A 20mm watchman flx laa closure device & delivery system (wds) was taken and implanted to successfully treat the laa. Following the implant of the closure device, the patient did not waken. Subsequent tests and imaging were performed, and the patient remained hospitalized post procedure. The patient later died following the procedure.

Manufacturer narrative:
B2: date of death - estimated as the date of event and procedure as the date of death is unknown.

Event description:
It was reported that st segment elevation, air embolism, complete atrioventricular (av) block, and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted transseptal, and a pigtail catheter was introduced into the left atrium. Air was believed to have been seen while introducing the pigtail catheter, and the patient subsequently experienced st segment elevation and complete av block. Chest compressions were performed, two dosages of epinephrine were given, and the patient stabilized. A 20mm watchman flx laa closure device & delivery system (wds) was taken and implanted to successfully treat the laa. Following the implant of the closure device, the patient did not waken. Subsequent tests and imaging were performed, and the patient remained hospitalized post procedure. The patient later died following the procedure.